Event description:
During inspection of arterial line prior to removal, arterial catheter was found several below the hub. The catheter body was retained in patient's radial artery until surgically removed. No other patient complications reported.